Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510k number.

Event description:
This is an international report of a homechoice (hc) unit where the nurse reported that the home patient (hp) saw fire and smoke from the plug and the circuit breaker of the electrical system tripped. The problem occurred during patient therapy and then the patient interrupted the therapy. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Visual inspection of device didn't show any issues. Power cord wasn't damaged or burned. Power entry module wasn't damaged or burned. Power switch wasn't damaged or burned. Device was inoperative after receiving due to faulty fuse in power supply. Power supply was changed to new one - device tested and works like intended. All product specification were met. The reported issue was confirmed during sample evaluation. The assignable cause was a faulty fuse in the power supply. It is confirmed in the event log file that the device during dwell 1 of 9 turned off and moved to battery powered mode. A service history review was done and the previous service events weren't related to reported issue. This issue is being investigated through CAPA.